Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the swg is kinked during pulling out." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a defective guide wire. The guide wire appeared to be unraveled. The distal weld had separated from the core and coil wires. This confirms that the guide wire had become separated. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire separated was confirmed through examination of the customer supplied photo. The image showed the guide wire unraveled. It was also observed that the distal weld had separated from the core wire and the coils; however, the actual complaint sample was not returned for evaluation. The device history records for the guide wire was reviewed, and no relevant findings were identified. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the swg is kinked during pulling out." No patient harm reported. The patient's condition is reported as fine.